Manufacturer narrative:
Product evaluation: the product was returned dry, in a micro centrifuge vial. Visual inspection found the lens with no visible damage and missing a piece of haptic. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Corrected data: product evaluation - corrected to, "the product was returned dry, in a micro-centrifuge vial. Visual inspection found the lens with a curved shape and no visible damage." (B)(4).